Manufacturer narrative:
Due to the august 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes (evaluation codes) will be added until the biosense webster system is also updated. (B)(4). (B)(4). It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a smartablate generator. The smartablate generator footpedal was stepped on accidently, got stuck and would not shut off. The smartablate generator stop button had to be used to stop the ablation. When the smartablate generator footpedal was pressed after, it would not ablate. The procedure was completed with no patient consequence. The carto rmt was in the next ep lab across the hall. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. Repair follow-up was performed and there was no response from the customer. The service was declined. The complaint was unable to be confirmed.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a smartablate generator. The smartablate generator footpedal was stepped on accidently, got stuck and would not shut off. The smartablate generator stop button had to be used to stop the ablation. When the smartablate generator footpedal was pressed after, it would not ablate. A new footpedal was requested. The procedure was completed with no patient consequence. The carto rmt was in the next ep lab across the hall. For the issue of the device was not able to delivery radio frequency energy when the foot pedal was pressed, it was assessed as not reportable the operator would not be able to ablate. The operator will need to troubleshoot in order to proceed with the procedure. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. For the issue of the foot pedal got stuck and the radio frequency could not be stopped, this issue has been assessed as a reportable malfunction as this issue poses a potential risk to the patient.